Event description:
A report was received that the patient was hospitalized due to paralysis of her lower extremity. The patient's pain physician believes that the paralysis was due to the surgery to implant the lead. The patient is under the care of her pain physician and is comfortable.

Event description:
A report was received that the patient was hospitalized due to paralysis of her lower extremity. The patient's pain physician believes that the paralysis was due to the surgery to implant the lead. The patient is under the care of her pain physician and is comfortable.